Manufacturer narrative:
It was reported that follow-up call was made to the customer by an olympus representative and the customer reported that they changed the third-party lamp with an olympus brand lamp and have not had the e103 lamp light error. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source exhibited e103 lamp light error. The event occurred during an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. It¿s likely the cause of the error was due to the customer using a third-party lamp. The error disappeared after replacing the third-party lamp. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.